Manufacturer narrative:
A returned product analysis indicated that the complaint was not confirmed. The ipg output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. No intermittent anomalies were noted in the output. The ipg and lead (B)(4) exhibit normal device characteristics. Damage to lead (B)(6) is a result of a typical explant procedure and it is not considered a failure. Lead (B)(6) has no anomalies.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2218-50 (B)(4) description - st linear lead, 50cm with pre-loaded 0.014 inch stylet

Event description:
A report was received that the patient was experiencing painful stimulation in her chest area that felt like a heart attack. The patient reported that this started after being electrocuted while hooking up her clothes dryer. The patient was seen by a cardiologist and the results came back fine. Reprogramming was not able to resolve the patient's problem. It is unknown whether or not the leads have migrated. The patient and the physician have chosen to explant the patient.

Event description:
A report was received that the patient was experiencing painful stimulation in her chest area that felt like a heart attack. The patient reported that this started after being electrocuted while hooking up her clothes dryer. The patient was seen by a cardiologist and the results came back fine. Reprogramming was not able to resolve the patient's problem. It is unknown whether or not the leads have migrated. The patient and the physician have chosen to explant the patient.